Event description:
When I was wearing a mask on a daily basis for my job, in (B)(6) of 2020, I began to get breathless, weak, dizzy, and confused after about 15-20 min of continuous wear. I passed out twice, once at the top of a flight of concrete stairs and almost fell all the way down to a concrete slab below. After that incident, my doctor wrote a note for me to exempt me from wearing a mask but I still experienced discrimination from businesses and even medical workers due to my inability to wear a mask. I still am unable to wear traditional cloth or medical grade masks, but I do cover my mouth and nose with a very thin neck gaiter when absolutely necessary. It still causes me to feel weak and breathless, but so far I don't pass out. However, I am now experiencing medical discrimination even with the neck gaiter in some situations. I have lung damage from chemical burns in my lungs back in 2016 and continuous fiberglass dust exposure in 2018-2019. I have not had scans of my lungs or other tests done, but I plan to have that done very soon. FDA safety report ID# (B)(4).